Event description:
It was reported that the silicone foley urinary catheter 12fr 10ml balloon (175812) was inserted and balloon inflated. Caesarean section commenced. Catheter noted to have dislodged itself out of the patient. Catheter balloon tested outside of patient to check for cause, and it could not be inflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the silicone foley urinary catheter 12fr 10ml balloon (175812). Was inserted and balloon inflated. Caesarean section commenced. Catheter noted to have dislodged itself out of the patient. Catheter balloon tested outside of patient to check for cause, and it couldn't be inflated.